Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported the powermax elite mdu hand control stopped working. No backup device was available. There was a reported 5 minute delay in the procedure. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - the reported device used for treatment was not returned for evaluation to the designated complaint unit. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint that the powermax elite mdu hand control stopped working could not be verified and a root cause could not be determined with confidence. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. (B)(4).